Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure." Three devices were utilized during the procedure from two different lots. It is not known which lot(s) inserter fractured. The lot numbers and information pertaining to manufacturing and expiration are as follows: lot numbers - 118610 & 803680, expiry dates - november 30, 2016 & october 31, 2016, manufacture dates - december 10, 2011 & october 12, 2011. Evaluation of the returned devices found fracture surfaces suggest the fractures occurred in tension due to bending overload. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Event description:
It was reported that patient underwent a procedure utilizing soft anchor devices on (B)(6) 2012. During the procedure, two of the soft anchor inserters fractured upon attempted implantation. The surgeon utilized competitor product to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.